Event description:
In researching this, I have learned that many people have reported similar reactions to the food and drug administration (FDA). I have also learned that invisalign is made with polyurethane which is known to contain cyanide, and even low levels of cyanide poisoning have many side effects. Also although it is a us company, the trays provided to me to wear were made in (B)(4), not what expected. Many people have reported similar side effects and there were no warnings of these possible side effects. Chronology of events. Treatment began (B)(6) 2016 and I had to stop wearing them on (B)(6) 2016. Once I started treatment on (B)(6), I was getting stress in my mouth from the invisalign and had to use layers of wax to unable me to wear them. Ortho office smoothed out the edges although I still needed to use an emory board as directed by office, to further smooth the edges. I was experiencing headaches the first 3 days of each week when I would switch out a new tray. Three out of seven days week I was getting severe headaches, and taking excedrin migraine. On (B)(6), I began to have a non-stop salty taste in my mouth that lasted for 2 weeks. On (B)(6), I became sick quickly went to my doctor and was told I had a bad sinus and bad ear infection. I never had an ear infection before and the pressure was extremely painful. The ear also popped and closed. My head, jaw, gums, and teeth were in horrible pain. I took the invisalign trays out and severe pain in my face and mouth subsided, along with the headache. I put them back in 2 hours later and the pain came back immediately. At this same time, the non-stop salty taste turned into a bitter, sour taste, along with non-stop coughing. I needed to sleep with 4 pillows to keep the sour taste from pooling in my mouth. I had a sore throat, swollen glands, fever, my lips were raw and peeling. The pieces attached to my teeth were absorbing the sour taste and needed to be taken out, but I was too weak to schedule on appointment. I was coughing from the fumes coming into my mouth from my stomach. It progressively became worse. I am a thin person and lost 10 lbs, and was weak. On (B)(6), I passed out twice in the morning and was taken to the hospital ER. I was re-hydrated, tests were done and I was directed to see my doctor immediately and get an endoscopic procedure done. On (B)(6), I had an appointment with my doctor who insisted that I needed a cat scan before she would scheduled the endoscopic procedure. On (B)(6) I had the cat scan. On (B)(6) at 7 am, I was very weak and drove to orthodontist office, explained that it was an emergency and I needed to have the attachments taken off my teeth immediately. They were retaining the sour taste in my mouth and making me feel even sicker. As soon as the attachments were taken out of my mouth that morning, it immediately stopped the add'l retention of sour taste in my mouth. I came home and a taxi drove me to the hospital ER. I was finally given medication that is helping with the sour taste and the constant coughing, although I am still dealing with these symptoms. More tests were run in the ER. I was again directed to have an endoscopy done as soon as possible and was given the phone number of a gastroenterologist's office. On (B)(6), I had an appointment with the gastroenterologist medication dosage was increased. On (B)(6) 2017, I had the endoscopy done. Diagnosis was gastritis. I am still taking medication and on a very bland diet. During this time period, I fainted a couple of times, missed 9 days of work, visited my pcp twice, specialist once, the ER twice, CT scan, and had, an endoscopy done at the hospital.